Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the patient keeps breaking the anchors and connectors. Additional information received reported that the knob broke off while the patient was sleeping. The patient was snoring and woke up as a result of the event but there was no injury and no intervention was required. The first event (knob breaking) occurred at the beginning of february. The patient also broke the band on the same device. The reported device has been returned.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broken off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).